Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, black particles and opening curved on posterior. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, stress marks, creases fold and wear abrasion. Base on the device analysis the final assessment is an opening crease sharp on posterior assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Physician reported left side "contracture grade IV with glandular deformity, rupture signs noticed during the surgery", "capsular thickening", and "multiple cystic formations". The device has been explanted.